Manufacturer narrative:
Investigation of returned device revealed that the tip section including the marker coil was broken off. Internal radiopaque blading was severely deformed and pulled toward distal direction at the separated site. Lot history review revealed no anomaly relating with the reported event. No other similar experience report has been received for this lot. It is inferred that rotational manipulation to the catheter of which tip end was caught by cto lesion was applied with force, resulting breakage damage with tip when the accumulated rotational force exceeded the product's design limit, and the tip was finally separated by pulling force.

Event description:
Reportedly, to treat the heavily calcified cto lesion at lcx#11, a 0.014" guidewire was advanced into the lesions, corsair catheter was advanced over the guidewire, and during the attempt to advance into the lesion, the tip of the catheter was caught by the lesion. During the attempt to remove, the tip was broken off in the anatomy. After the rotablation procedure was performed to the lesion, the broken fragment was dislodged to the distal segment of the vessel using another 0.014 guidewire, and was kept remained in the anatomy at the physicians discretion. Patient is in a stable condition.